Manufacturer narrative:
This lead has not yet been returned. This report will be update should additional information become available, or if the lead is returned and analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.